Event description:
The customer contacted physio-control to report that their device displayed a wrench icon in its readiness indicator. Upon initial evaluation, physio-control observed that the device did not power on. In this state, the device would not be able to provide defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customer's device and found that the hybrid layer capacitors (hlc) were starting to deplete in (B)(6) 2020. It was observed that the hlc's were damaged from being depleted, and it is undetermined if the hlc's were previously faulty. The device was opened and a physical inspection was performed with no discrepancies noted. The root cause of the reported issue of the device readiness indicator displayed a service wrench icon was due to hlc's becoming depleted. The device was destructively tested.

Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. The device will be forwarded to our parts analysis center (pac) for further evaluation. The customer was provided with a replacement device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device displayed a wrench icon in its readiness indicator. Upon initial evaluation, physio-control observed that the device did not power on. In this state, the device would not be able to provide defibrillation therapy, if needed. There was no patient use associated with the reported event.